Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr utilizing a valve and sheath, a 18f manta was deployed for closure. The deployment depth was believed to be 4cm and the vessel had minor calcification. There were no complications or issues during deployment, and no post-deployment angiograms were taken. Hemostasis was achieved in less than 30 seconds. Several hours later the patient was brought back to the or due to bleeding, and a covered stent was placed. The risk of failing to achieve hemostasis and other access site complications that require surgical intervention are listed as possible adverse events in the IFU. It is possible the patient moved in post-op recovery causing the re-bleed or the patient developed a cold leg indicating possible occlusion; however, due to insufficient information regarding this investigation, the exact cause of the unsuccessful hemostasis requiring a covered stent cannot be determined. The IFU also lists precaution if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Step 5: deploy device and seal puncture: note: a femoral angiogram may be performed to confirm patency and lack of extravasation.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician stated that one of our manta cases was leaky. Patient sent to post-op floor with no apparent issues; was brought back several hours later for a covered stent. There were no apparent issues during procedure and no post-deployment angios were taken.